Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest recorded blood glucose of 263 mg/dl while using a steel cannula infusion set; the event was associated with ingestion of medicine with applesauce and the product type of the medicine was not confirmed. Symptoms included no reported clinical manifestations. Outcomes included recovery actions through correction dosing to reduce blood glucose. Investigation included guided troubleshooting and user education through customer care. Investigation of this case revealed no device alarms, no alerts, and no device malfunction was identified; the event was attributed to an unclear cause with a suspected dietary or medication-related effect on glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.